Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone was loose from the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. When user opened sterile package he noticed the silicon was loose from the jaw. He opened another pack and completed the harvest.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(6).

Event description:
(B)(4). The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone was loose from the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4). When user opened sterile package he noticed the silicon was loose from the jaw. He opened another pack and completed the harvest.